Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed power cycle to see if error code 32208 could be reproduced. Fse was able to induce the reported discrepancy of the energy shield monitor failure and proceeded to replace the esm. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the esm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that the energy shield monitor (esm) was not functioning. Troubleshooting began when the representative called from the lab, but remote access to system logs was unavailable as the system was not connected to onsite. Prior to the call, a power cycle of the system was performed without resolving the issue. Tse was informed that all esm leds were flashing yellow. Tse guided the customer through a hard power cycle of the tower, esm, and integrated electrosurgical unit (iesu) or erbe, but after restart, the same issue persisted and a 32208 error appeared. No known impact or patient consequence was reported.